Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on april 1, 2019 from the FDA mw5084950 dated march 25, 2019. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0018x05g. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
On (B)(6) 2019 - per a female patient, after leaving the dept feeling numbness in the knee but otherwise in her usual state of health, she began to feel faint after entering her vehicle in the parking garage. The patient elected to return to the dept and while in the elevator, she reports briefly fainting and noted a warm feeling with pins-and-needles throughout her body. She also reports developing a rash. She reports feeling disoriented as to her exact location, although at the time of the reported physician's interaction, she was alert and oriented to person, place, and time. She was received by a member of the nursing staff and an office mgr, who called 911 due to the patient's change in condition. Md was notified of the patient's return and came immediately to evaluate the patient. The patient appeared out of breath, but reported feeling anxious. The patient was reassured and after several minutes of conversation, her breathing pattern normalized. Redness without hives could be seen along the patent's neck and along the antecubital fossa bilaterally. Vital signs obtained by the nurse can be found in the patient's flow chart and were within normal limits. The patient called and spoke with her daughter on the telephone to update her on her status. At this point, first responders arrived to evaluate the patient who was subsequently taken to the emergency dept for further evaluation.